Manufacturer narrative:
The investigation determined that false negative vitros benzodiazepine (benz) results were obtained from samples from two different patients processed using vitros chemistry products benz reagent lot: 1523-67-2046 in combination with a vitros xt 7600 integrated system. The results were considered false negative when compared to results using the same samples from confirmatory testing using gc/ms and an unknown reference method. The assignable cause is a known limitation of the vitros benz reagent related to low cross reactivity with lorazepam glucuronide. Per the vitros benz instruction for use (IFU) specificity (cross reactivity) tables, at the 200 ng/ml cutoff, vitros benz reagent has a 34% cross reactivity with lorazepam. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros benz reagent lot: 1523.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false negative vitros benzodiazepine (benz) results were obtained from samples from two different patients processed using vitros chemistry products benz reagent lot: 1523-67-2046 in combination with a vitros xt 7600 integrated system. The results were considered to be false negatives when compared to results using the same samples from confirmatory testing using gc/ms and an unknown reference method. Patient 1 sample result of 143 ng/ml (negative) vs an expected result of positive patient 2 sample result of 129 ng/ml (negative) vs an expected result of positive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The false negative vitros benz results were not reported outside of the laboratory. There was no reported allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).